Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the batter gauge dropped from 80% to 5% suddenly. In addition, the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. The battery gauge later jumped up to 100%. The customer¿s blood glucose level was 178 (mg/dl). It was confirmed that the customer had alternate insulin therapy available.